Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted total right nephroureterectomy surgical procedure, 8mm prograsp forceps instrument's tip experienced trouble opening and closing. The procedure was completing as planned with no reported injury.